Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, visible air bubbles were observed in a faradrive steerable sheath. The air ingress occurred when aspiration of the sheath was performed following introduction of the sheath into the patient. The visible air was located at the point of insertion of the sheath into the groin. No air was observed in the patient. No abnormalities were observed during preparation of the sheath, and no devices had been inserted into the sheath prior to the air ingress. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to return.